Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 600-699 mg/dl, vomiting, and a large ketone level identified as dangerous. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not complete a system check with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, potassium, and sodium. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.